Event description:
The customer reported that the rbc (red blood cell count) , mchc (mean cell hemoglobin concentration) and mch (mean corpuscular hemoglobin) indices were running low on quality control samples run on the dxh800. There were no erroneous results associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated cloudy film inside the hgb cuvette. He cleaned the cuvette and verified instrument performance. (B)(4).